Manufacturer narrative:
This report was filed in error. This is a duplicate of 1043534-2013-01990.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be addressed when the investigation is complete. This event occurred in (B)(6). The event code is addressed in the package insert. This is the same event as 1043534-2013-01902.